Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not be conclusively determined through this evaluation. It was reported that the patient incurred a driveline infection on (B)(6) 2024. The patient had an elevated white blood cell count, hypotension, and cultures were positive for candida auris. The patient was treated with various antibiotics; however, they required escalating vasopressors. Ultimately the patient¿s family decided to withdraw care, and the patient passed away. The cause of the patient outcome was listed as mixed cardiogenic/septic shock. The patient outcome was not considered to be device related and (B)(6) was reported to have been operating as intended. The device will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including infection, sepsis, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management,¿ lists infection as a late potential post-implant complication that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions regarding how to prevent infection, as well as suggested responses in the event of infection, are outlined in this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient developed a driveline infection. The onset date was 18jun2024. The patient experienced an elevated white blood cell count, hypotension and candida auris was reported. They were treated with azithromycin, imipenem, and eravacycline. Leading up to death, the patient required escalating vasopressors, and a decision was made to withdraw care by family. The patient passed away due to mixed cardiogenic and septic shock on (B)(6) 2024. The death was not considered to be device related. The device operated as expected.